Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), which was included in the safety advisory communicated to physicians on nov 10, 1999, was explanted because it could not be interrogated.